Event description:
Patient reports rupture and impact on one lymph node. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports rupture and impact on one lymph node. The device has been explanted. This relates to the left side.